Manufacturer narrative:
Corrosion of the internal components was identified as the probable cause of the device overheating; corrosion can generate heat due to increased friction between the moving components within the device.

Event description:
The core micro drill was sent for evaluation because it was overheating during a procedure. The procedure was completed with a readily available spare device without any procedure delay; no adverse event was associated with the device.